Event description:
According to the reporter, during laparoscopic hysterectomy, a piece of metal got detached in the instrument table outside the operating field. A new handpiece was used and it worked fine. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: vlft10gen ft series energy platformx1 - vlft10gen, serial #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d3 (MFR name and address), g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the metal clicker of the device was broken off. The broken piece was returned. Functional testing found that the investigation found the metal clicker on the device was broken and detached from the device. The clicker tab failure is due to extensive use of the device. A large number of cycles tends to fatigue the clicker. The device's usage data was reviewed, and it was identified that the device had 1000+ initiated seals. It was reported that a piece of metal got detached on the instrument table outside the operating field. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not use the ligasure system unless properly trained to use it in the specific procedure being undertaken. Use of this equipment without such training may result in serious unintended patient injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.